Event description:
During an assessment, the nurse observed the PICC IV hub to be separated from the line. No bleeding or leaking of fluids was noted. The line was removed from the pt and md notified. Question whether there was a defect in the product which caused it to separate at the connection.

Manufacturer narrative:
The sample was just recently received. Once the evaluation is complete a medwatch update will be filed.